Event description:
It was reported that a one-link non-dehp microbore catheter extension set leaked when a vacutainer was disconnected from the one-link component. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The product malfunction was determined to be as a result of use error. Should additional relevant information become available, a supplemental report will be submitted.